Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed an undamaged and functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the device was able to advance through its introducer sheath without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00798.

Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed an undamaged and functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the device was able to advance through its introducer sheath without issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00798.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00798.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully placed a ruby coil lp in the target location. While advancing the next ruby coil lp in the microcatheter, the ruby coil lp was unable to advance further after approaching the midpoint of the microcatheter. The ruby coil lp was then removed. Subsequently, another ruby coil lp would not advance from the starting position of its introducer sheath. Therefore, the ruby coil lp was also removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.